Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the medication drawer failed to open when attempting to retrieve medication. The drawer produces a clicking sound when it is expected to pop outward; however, it does not physically open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the medication drawer had failed to open. A field service engineer (fse) had shut down the station, replaced the left rails, removed debris, secured the connections, and rebooted the station. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.